Event description:
It was reported to philips that the flexvision system did not start up, it ws stuck at 00:00. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the diagnostic procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and reinstalled the operating system and applications. The flexvision pc has been returned for analysis and investigation could not confirmed any failure with the flexvision pc.philips has initiated a medical device correction (z-1144-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after the replacement of flexvision pc and reinstalling the operating system and applications. The codes were updated based on the investigation outcome.